Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
During a jugular liver biopsy, the black tip on the end broke off. Nothing detached inside of the pt as all components stayed in contact through removal of the device. The physician used another of the same device to complete the procedure. No harm to the pt. No additional procedures or intervention was required due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.